Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin I stat immunoassay (tnistat) on a cobas 6000 e 601 module (e601). The sample initially resulted as 1.49 ng/ml and this value was reported outside of the laboratory. The patient was given heparin and transferred to another facility based on the result. The sample was repeated twice on a different e601 analyzer, resulting each time as 0.3 ng/ml accompanied by a data flag. The sample was then repeated on the original e601 analyzer, resulting as 0.3 ng/ml accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued with a value of < 0.3 ng/ml. It was asked, but it is not known if the patient received any further treatment once transferred or if the patient was adversely affected due to receiving the heparin treatment. No adverse events were alleged. The tnistat reagent lot number was 15977801, with an expiration date of 08/31/2017. The field service engineer could not determine if there was an issue with the analyzer. He suspects the event was related to the sample, sampling, or the reagent probe. He performed analyzer checks. He ran performance testing and this passed with no issues. He checked the sample and it appeared to be clear and free of interfering material. He ran voltage checks and determined that a/c voltage "hot to ground" was low at 88.1 (it should be approximately 120 volts a/c). "Neutral to ground" voltage was found to be at 120.2 volts a/c.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Although unlikely, an issue with the voltage as determined by the field service engineer cannot be excluded as a potential cause.

Manufacturer narrative:
A specific root cause could not be identified. The analyzer alarm trace did not contain any alarms that would indicate a possible root cause. The voltage issues found by the field service engineer are not the likely cause, however cannot be excluded. A full medical assessment of the event was not possible as relevant information was requested but not provided. It is possible that the admission to the facility and administration of heparin were based on clinical symptoms of the patient. The discrepant result was not reproducible. No product problem was found.